Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in sites #30 and #31 on 1/29/97 (class ii bone) during a complex procedure. The clinician reports that the surgery was complex due to difficulty in obtaining access to the surgical site due to a problem with pt movement and adequate interocclusal opening. The implants were removed on 2/19/97. The clinician reports that the failures may be due to possible pressure on the implants from the pt's tongue or to problems in implant placement due to poor access and pt control.